Manufacturer narrative:
A further clinical review of this event was performed and identified the event to be MDR reportable pursuant to 21 cfr part 803. A mfg review was conducted. The lot met all release criteria. This is the only complaint reported to date for corporate lot number # fcwk10014. The investigation is confirmed for a complete fracture in the core wire, which resulted in the core wire puncturing the outer catheter. The investigation is inconclusive for retraction issues, as the crosser catheter was returned separated from the usher support catheter. The definitive root cause could not be determined based upon the available info. It is unk if pt and/or procedural issues contributed to the reported event. The current IFU (instructions for use) states: warnings and precautions: when using the crosser in tortuous anatomy, the user of a support catheter is recommended to prevent kinking or prolapse of the crosser catheter tip. Kinking or prolapse of the tip could cause catheter breakage and/or malfunction. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant/ reporter was unable or unwilling to provide any further pt, product, or procedural details to bard.

Event description:
It was reported that the wire pierced through the recanalization catheter and the support catheter. Reportedly, the recanalization catheter was activated for approximately 4 minutes in the right sfa. During fluoroscopy it was observed that the wire had pierced through the recanalization catheter support catheter. The recanalization catheter and support catheter were removed as a single unit without incident. There was no pt injury.